Manufacturer narrative:
MDR 23258 was submitted for implant complication regarding the modification (cutting off of attachment system and sutured directly to artery) of the right limb to avoid blocking the hypogastric artery.

Event description:
In 2000, one day after implant pt returned to surgery with renal insufficiency and occluded right graft limb. Physician performed a right iliac and femoral artery thrombectomy. After noting poor in-flow in the proximal artery, a femoral-femoral (from left to right) bypass and ligation of right common iliac artery was performed. The following day, pt was found (despite a patent vessel in his right limb) to be suffering from acute renal failure, hyperkalemia, metabolic acidosis, and anemia. The next day, pt returned to surgery with suspected hemorrhage. Upon opening the right wound, a large amount of unclotted blood was encountered and evacuated. Finding no active bleeding, the right groin incision was opened. Roughly 300cc was noted from the heel of the fem-fem cross-over graft which was repaired. The following day, pt remained on respirator with poor hemodynamics form his cardiac output and blood pressure standpoint. His acidosis was resolved, but he remained hypotensive and could not be maintained on dialysis. He had massive peripheral edema. Pt expired from complications.